Manufacturer narrative:
Follow-up #1, date of submission 01/31/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the pump powered on and the display screen was observed to be blank. The pump case was opened and the display screen was observed to be cracked. The cracked display was removed and replaced with a new test display and then functioned normally. Further testing was prohibited due to the blank display.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter denied trauma to the pump, moisture exposure, damage to the display and seals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.